Event description:
The customer reports that the cic central station did not call a bradycardia alarm or asystole alarm while the patient was being monitored wiht apex pro telemetry. The patient expired.